Event description:
Philips received a report that the qbc seal was loose. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.

Manufacturer narrative:
The qbc seal that was loose, will be fixed by the customer. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in dec 2024.

Manufacturer narrative:
Fco78100573 was placed on hold and superseded by fco78100633, which was implemented at the site on 07 april 2026. Contact with the customer was made following a reported event in which a problem with the quadrature body coil (qbc) seal was indicated. However, it was confirmed that this was not the case and the seal was intact. The event was therefore incorrectly reported and is not applicable to fco78100633/fco78100573. Based on the service findings, there is no indication that the corrective action implemented under fco8100633 was ineffective or that a fsca-related issue persists at this site.